Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the sensor wire remained in the skin. She was evaluated by her physician on (B)(6) 2020 and received an ultrasound on (B)(6) 2020 that was negative for a retained wire. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.